Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary, the refrigerator had a remote manager was failed and lock was unable to recover. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D4 & h4: serial number, unique device identifier and manufacturer date not available.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section: d4 serial, h8 usage of device. Upon investigation of the actual device used in this incident, it was determined that the latch mechanism and associated cable connections were not functioning properly. A field service engineer greased the latch connections, reseated the cables. Additionally, fse ordered and replaced the new board and latch to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary, the refrigerator had a remote manager was failed and lock was unable to recover. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Correction: section h imdrf a code, section d (medical device serial # & unique device identifier). This supplemental MDR was submitted to reflect the correct annex a code, serial # and unique device identifier.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary, the refrigerator had a remote manager was failed and lock was unable to recover. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.